Event description:
It was reported that the ventricular assist device (vad) controller exhibited an electric fault alarm, was hot to the touch and blew a lot of air out to the vent. It was also noted that vad stopped and while removing the boot cover to perform a controller exchange, the driveline was halfway disconnected. The driveline was pushed back into the primary controller, but the vad did not restart .however the controller was exchanged, the vad restarted, and the patient was back to baseline. The vad and driveline remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ controller 2.0, model#: 1420 / catalog#: 1420 / expiration date: 28-feb-2022 / serial#: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 03-feb-2021, labeled for single use: no. (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Additional products: (B)(6) h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04, c15, c19, c070603 h6: FDA conclusion code(s): d10, d11,d15 the pump (B)(6) was not returned for evaluation. The controller(B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned controller revealed that the device functional testing. Visual inspection revealed contamination within both ports of the controller and a missing serial port cap. These are additional findings not related to the reported event. The most likely root cause of the observed contamination within the controller ports and missing serial port cap can be attributed to the handling of the device. No signs of contamination were observed within the driveline connector of the controller; the driveline connector functioned as intended with no anomalies. During supplemental testing, the controller was allowed to run for an extended period of time with no anomalies observed. The controller surface temperatures were normal. As a result, the reported controller overheating event could not be confirmed. Review of the alarm log file associated with (B)(6) revealed one (1) vad disconnect alarm was logged on 19/dec/2022 at 13:55:59, due to a critical phase open, indicating there was an open phase on each stator. Review of the event log file associated with (B)(6) revealed multiple reactivation events were recorded between 19/dec/2022 and 21/dec/2022, indicating open phases in the front stator and open phases in the rear stator. Review of the alarm log file associated with (B)(6) also revealed five (5) electrical fault alarms, four (4) vad disconnect alarms, and one (1) vad stopped alarm were logged on 21/dec/2022. The electrical fault alarms were logged between 09:29:35 and 09:34:46 indicating open phases in the rear stator, the rear stator was not connected, and the front stator was not connected, resulting in the pump running on a single stator. The first three vad disconnect alarms were logged between 09:33:47 and 09:34:42, due to a critical phase open, indicating there was an open phase on each stator. A vad stopped alarm was then logged at 09:35:45, indicating that the pump failed to restart after multiple attempts. This vad stopped alarm was followed by a vad disconnect alarm recorded at 09:36:44 indicating a physical disconnection of the driveline from the controller, likely due to t roubleshooting during the reported controller exchange. In addition, review of the available data log file associated with con415390 revealed that the controller was put into use following the reported successful controller exchange. As a result, the reported elec trical fault alarm, vad disconnect, and vad stopped events were confirmed. A possible root cause of the electrical fault alarms, observed reactivation events, and vad disconnect alarms due to a critical phase open events can be attributed but not limited to contam ination by foreign material of the driveline connector and/or a marginal driveline connection. The most likely root cause of the remaining vad disconnect alarm can be attributed to a physical disconnection of the driveline from the controller, likely due to troubl eshooting of the vad stopped alarm. The most likely root cause of the vad stopped alarm can be attributed to a failure of the pump to restart after several attempts. Hw43249 was not in scope of fca cvg-21-q3-21. CAPA pr00532915 is investigating pump failures to restart outside the subpopulation of fca cvg-21-q3-21. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.